Manufacturer narrative:
Consumer posted review on walgreens.com. No followup is to be expected with the complaint file and the incident will be closed internally. Corrected the report to include the eua number, full device description name and a corrected phone number as requested.

Event description:
Consumer stated that a false negative result was received after using inteliswab product. Consumer stated the test showed negative and they are aware that they are positive. (B)(6) 2021: "didn't work- wasn't correct test showed negative and we were positive."

Event description:
Consumer stated that a false negative result was received after using inteliswab product. Consumer stated the test showed negative and they are aware that they are positive. (B)(6) 2021: "didn't work- wasn't correct test showed negative and we were positive".

Manufacturer narrative:
Consumer posted review on (B)(6). No followup is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer stated that a false negative result was received after using inteliswab product. Consumer stated the test showed negative and they are aware that they are positive. (B)(6) 2021: "didn't work- wasn't correct test showed negative and we were positive".